Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 325-1100 mg/dl. Customer attempted to address elevated bg with a bolus. Ultimately, customer went to the ER and was admitted to the hospital intensive care unit for the elevated bg. Customer was treated intravenously with saline and insulin. Customer was released on (B)(6) 2022 with the issue resolved. System check was performed by tandem technical support and no issues were identified.